Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully and continued to use the pump for insulin therapy. Customer's blood glucose ranged from 122-123 mg/dl.

Manufacturer narrative:
Device not returned.